Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant positive result. The customer did not observe any system log sample integrity errors, however, they did observe a large fibrin clot in the original sst gold tube that was processed by the stream lab (las). This observed fibrin clot may have been a contributing factor. No conclusion can be drawn. The instruction for use under the specimen collection and handling section states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter." The instrument is performing within specification.

Event description:
A reported false positive advia centaur xp troponin ultra result was obtained on a third serial troponin sample draw and was considered discordant when compared to the initially negative test result and the negative test results of the other serial troponin sample draws. The customer performed repeat testing on the discordant sample and the result was negative. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant troponin ultra result.